Event description:
Event description cpi received information that two myocardial lead were removed from service due to a fracture. During a routine replacement procedure the entire lead system was capped. A new endotak lead was implanted.